Event description:
A malfunction alarm code was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed the issue did not recur afterward.